Event description:
A customer reported an issue with their continuous glucose monitor (cgm) showing error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information, and the caller plans to reset the pump when ready, with instructions to follow up if the issue persists.